Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an optics error was generated on the architect c8000 processing module. While replacing the lamp to resolve the error, the customer noted a melted lamp cable. There was no observed fire or smoke, and no injury reported.

Manufacturer narrative:
The lamp was replaced resolving the issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The architect system operations manual contained adequate information for the troubleshooting, removal, and replacement of the part. A review of the achitect c800253 service history revealed no additional issues of charring of parts. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The charring, observed was limited to the cable of the lamp. The charring did not spread to other parts of the module. Based on the investigation, no deficiency was identified.